Manufacturer narrative:
Correction: h11: a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in hospital. It was noted that the implantable cardiac monitor (icm) failed to record the pause episode. The icm was explanted. The patient was in stable condition.

Manufacturer narrative:
Reported event of incorrect, inadequate, or imprecise result or readings was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomaly contributing to sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.